Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the implant has seven hi electrodes and two channels have short circuits. Only five electrodes are enabled in the current fitting. The hi electrodes have appeared gradually since 2008.